Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately nine years post initial procedure, the patient presented with lower back pain. The physician determined it was a type ia endoleak and elected to perform an intervention. An afx2 bifurcated stent graft, an afx vela suprarenal, and an afx limb stent graft were implanted and the type ia endoleak was resolved. The patient was reported as recovering well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as recovering well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak complaint is unconfirmed. The additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest ruptured abdominal aortic aneurysm and type ii endoleak occurred that was not included in the event as reported. The ruptured abdominal aortic aneurysm and type ii endoleak were discovered during review of the discharge summary dated (B)(6) 2025. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms identified were staph epidermis infection. The final patient status was reported as discharged to inpatient subacute rehab on postoperative day seven. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: clinical code: remove code 1994.